Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that connection had been bad and it had not been possible to get it to connect to the system during inspection for use involving olympus camera head. There was no patient harm.